Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms.. The customer's blood glucose (bg) level was 352mg/dl and a manual injection was administered to address the bg level. The customer observed insulin exiting the infusion set tubing and also exiting the cartridge prior to contacting tandem technical support (cts). The customer declined removing the infusion set site due to having already changed the site twice due to the occlusion alarms. The customer stated that they use apidra insulin in their cartridges and that they would not have these issues in the past when they were using novolog insulin. Cts informed the customer that apidra is contraindicated for use with the pump. Cts advised the customer to speak with their healthcare provider in regards to switching their insulin to either novolog or humalog.